Event description:
It was reported that during a cholecystectomy, the pouch was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent 08/21/2007. Information not available, device not returned for analysis.